Event description:
At refills, there were several episodes of underdosing. When refills took place, the pump was almost full. No patient symptoms were reported. During the pump replacement procedure, the physician tested the catheter and it worked normally. The surgery lasted an hour and a half and during that time no drops were observed coming from the pump port. There was no patient injury. The pump was used for pain therapy, the drug used was not provided.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.